Event description:
It was reported that t:slim x2 pump battery did not charge and no power source alert appeared in pump history. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to leave wall adapter plugged into a known working outlet for at least 30 minutes to see if pump would begin charging, and technical support made two follow-up attempts but was unable to reach customer or confirm outcome, so no additional information was received regarding resolution of event.